Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for what appeared to be an atrial driven arrhythmia. The second burst of atp caused the rhythm to accelerate to what appeared to be ventricular fibrillation (vf) and the device delivered a shock which terminated the arrhythmia. This ICD remains in service. No additional adverse patient effects were reported.